Event description:
"This patient came to surgeon for revision knee surgery. She had bilateral total knee arthroplasties with duracon knees. The patient's x-rays indicated that her patella in her right knee was completely loose. When surgeon opened the knee it was noted that the pegs of the patella had sheared off. He also changed the poly insert and it was noted that the poly had delaminated after only four years.